Event description:
Description of event according to study wce-1713, zenith alpha thoracic post market retrospective study: thrombus at the study stent reported on follow-up imaging completed 16 days post-procedure. On (B)(6) 2021, the patient was routinely treated for thoracoabdominal aortic aneurysm with placement of a zta-p-36-161. The patient was on aspirin at discharge. Follow-up imaging completed 16 days post-procedure revealed thrombus at the study stent. No device issues noted. The 1-month follow-up clinical assessment, completed 27 days post-procedure, showed aspirin had been discontinued and the patient had been started on anticoagulation. No other treatment is noted. No adverse events reported.

Manufacturer narrative:
Manufacturer (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. Thrombus at the study stent reported on follow-up imaging completed 16 days post-procedure. On (B)(6) 2021, the patient was routinely treated for thoracoabdominal aortic aneurysm with placement of a zta-p-36-161 (complaint device). The patient was on aspirin at discharge. Follow-up imaging completed 16 days post-procedure revealed thrombus at the study stent. No device issues noted. It was reported that "this is a small amount of thrombus that has no clinical representation". The 1-month follow-up clinical assessment, completed 27 days post-procedure, showed aspirin had been discontinued and the patient had been started on anticoagulation. No other treatment is noted. No adverse events reported. An imaging review was performed by cri (cook research incorporated) on (B)(6) 2024 based on provided complaint report (generated 29nov2024) and CT angiography images from follow-up 16 days post procedure. The imaging expert states: "the zta-p had expanded to near its design diameter only at the aneurysm. Otherwise, it was constrained to 29-30mm. The constraint was secondary to atheromatous wall thickening. For example, the maximal diameter of the distal seal zone was 35.1mm while the mean lumen diameter was constrained to 31.1mm¿" "the redundant fabric slightly billowed into lumen as small pleats and folds from crowding between stent bodies. This produced a relief-like appearance of the stent wires along the lumen interface. Artifact along the stent wires and at stent apices created a background appearance of a thin layer of thrombus lining the lumen. Only in one location along distal second most inferior stent, there was low density covering two adjacent stents consistent with a tiny amount of mural thrombus." According to the instructions for use (IFU), thrombosis is a known adverse event associated with zta endovascular procedure. Additionally, oversizing of the stent graft can increase risk of thrombosis. Based on the provided information, nothing indicates that the event is related to fault condition of the device or abnormal use of the device. The event is assessed to be a side effect. The complaint of thrombus is confirmed based on the imaging. A false impression of more widespread thrombus was according to the imaging expert, most likely created by fabric redundancy from endograft constraint and mild inter-stent crowding. The tiny amount of thrombus was possibly related to post procedural aspirin instead of aspirin and clopidogrel. It is noted that the graft fabric formed small pleats, which can increase risk of thrombosis per IFU if oversizing is excessive, however this is assessed not to be the case here based on the imaging review. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.